Manufacturer narrative:
A follow-up is necessary as the 510k under report information should be k131982 for remstar plus 60 series devices.

Event description:
A remstar plus device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third party service center the foam particles were found inside the blower kit and an object code indicates the blower contributing to the foam degradation was noted. Additionally, the service technician also observed an error code e20 (err_motor_spinup_flux) on the device logs. There was also a dust or dirt contamination present in the device. The device was scrapped by the service center after the evaluation was completed. The event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/ or product malfunction.